Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted that the auxiliary common gas outlet (acgo) was not functional. The acgo and valve block assembly were replaced. (B)(4).

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.